Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that syringe 2ml ls has damaged or open unit package where sterility of the product is compromised. The following information was provided by the initial reporter: "2ml syringes lately where the packaging is not perforated properly. I¿ve had some issues with 2ml syringes lately where the packaging is not perforated properly and they are tearing open along the side when separating them. I was wondering if we should report this as a defect to our supplier? It¿s happened maybe 10 times when I was restocking and I was being quite careful with how I was tearing the packages. As you can imagine this is quite wasteful as the syringes are no longer sterile and cannot be used for most purposes. I have attached a photo of one of the syringes plus the label on the box with the lot number."

Manufacturer narrative:
H.6. Investigation summary one photo was received by our quality team for evaluation. Upon visual inspection it was observed the the individual blister package with a sealing area peel off; therefore, the incident could be verified. A device history record review found no non-conformances associated with this issue during production of this batch. At the packaging perforation station, there is a perforation knife to create perforated cuts. Based on the investigation, the probable root cause could be due to the perforation knife wear and tear, causing the unclear perforation cut lines and the production technician may have been unable to detect the good and bad perforation cut lines, hence parts flow to next process. Complaints received for this product and condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported that syringe 2ml ls has damaged or open unit package where sterility of the product is compromised. The following information was provided by the initial reporter: "2ml syringes lately where the packaging is not perforated properly. I¿ve had some issues with 2ml syringes lately where the packaging is not perforated properly and they are tearing open along the side when separating them. I was wondering if we should report this as a defect to our supplier? It¿s happened maybe 10 times when I was restocking and I was being quite careful with how I was tearing the packages. As you can imagine this is quite wasteful as the syringes are no longer sterile and cannot be used for most purposes. I have attached a photo of one of the syringes plus the label on the box with the lot number."